Event description:
Customer reports lancet broke in her thumb while using multiclix lancets. Customer reports it would not stop bleeding so she went to the dr and he put something on it to get part of the lancet out of her thumb. A request was made for return of the suspect and a replacement was sent.